Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the high voltage and the interconnect cable. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the system would display a blank screen. No pt injury was reported.